Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1307, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported since getting essure her periods have been irregular and longer. She experienced heavier periods, which were accompanied by lots of pain and discomfort. She felt tired all the time, and her motivation had decreased. Since having essure placed, she felt her quality of life had decreased. She noticed that she would get sharp pains off and on especially when she was getting near her period and also when she sneezes or moves too quickly. She also noticed spasms in her hands, eyes and other body parts. Bloating was much a part of her daily discomfort. This year (2015) her periods became more frequent and longer. Lasting 27 days in one month and eventually going to a 15 day plan. 15 days on and 15 days off. After years of dealing with this, she opted to have a hysterectomy, along with the removal of her tubes on (B)(6) 2015. Follow up received on 20-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pains off and on (interpreted as abdominal pain). She underwent a hysterectomy and salpingectomy approximately 6 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Considering the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy, salpingectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs